Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon initial evaluation, no damage or defects were observed. The product was disassembled for further inspection; there was no damage noted in the plunger rod or any other components that could have caused a leak and the stoppers were verified to be properly assembled. A device history review was performed for the reported lot: 2106104, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the reported lot were used for additional evaluation. The products were visually inspected; no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample along with the retained samples of the same lot underwent these tests and product was verified to meet required specifications, no leakages were observed. Based on our investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: incident that occurred on (B)(6) 2025. Incident: during the preparation a parenteral nutrition syringe ("smoflipid 200mg/ml), a leakage occurred at the plunger when the syringe was filled up to 60 ml. A 2nd preparation was carried out with another syringe, and the incident recurred. Immediate action: a 3rd preparation is made, stopping at 50 ml. Apparent immediate consequences: economic cost (seringues+ treatment) and delay in treatment administration for the patient.